Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The caller did not know the blood glucose reading. There weren't any significant events prior to the events. Advised to discontinue the use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.